Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient had been released in good health and was recently seen for a routine system follow-up with the local field representative. The patient was reported as well and no system changes were needed. To date, the system remains implanted and in service.

Manufacturer narrative:
Upon receipt of further information, this event will be updated accordingly.

Event description:
Boston scientific received information that during an in-patient follow-up, ventricular tachycardia (vt) and atrial tachy response events were noted. Based on the signal frequency and morphology, it was suspected this was due to the mv sensor signal. The clinical specialist stated the signal was generated due to the atrial lead (signal's amplitude on the atrial egm higher than ventricular), resulting in a system mode switch which was oversensed by the ventricular egm and resulted in a ventricular tachycardia event and pacing inhibition. The system had been a recent implant, with the noted events occurring a few days post implant. The patient was subjected to an emergency procedure due to pacemaker failure and an associated lead(s) repositioning. The surgeon later performed an ventricular epicardial lead implant and closed the atrial port. The patient has been hospitalized since implant; system measurements to date are stable and the mv sensor deactivated.